Event description:
Medtronic received information of a perforation of patient's left atrium wall that occurred during cryoablation procedure. After about 15 seconds into the first ablation in the lspv, the patient's bold pressure went down to 62 systolic. Ablation stopped and ice visualized a large pericardium effusion. All catheters were pulled out of the left atrium and protamine was given. Pericardial drain of 900cc of blood; patient's blood pressure became stabilized and drainage bag left in place. Patient in stable condition. Device 1 of 3, reference MFR report: 3002648230-2014-00177 and 3007798852-2014-00017.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. Bin files were reviewed and do not show system notices or issues for the date of event. Bin files show at least 2 injections were performed with the catheter (the first injection was just inflation).

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.